Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was unknown. While troubleshooting, the customer was advised that if the failed battery test alarm was not cleared then it would recur with each new battery inserted. The customer stated that he would call back later to continue troubleshooting for the issue. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.